Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthtech and reported the etco2 is not working or calibrating. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.